Event description:
A hospital in (B)(6) reported via our distributor that the opt542, opt544, & opt546 adult optiflow cannulas were causing pressure ulcers on the patient's ears.

Manufacturer narrative:
(B)(4). The complaint opt542, opt544 & opt546 adult optiflow cannulas are en route to fisher & paykel healthcare in (B)(4). A follow up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint opt542, opt544 & opt546 adult optiflow cannulas were not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the nasal cannulas the devices will not be returning for investigation. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product. The optiflow adult nasal cannulas are used to deliver humidified oxygen to the patients. The optiflow cannulas consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The cannula is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The optiflow adult nasal cannula is shipped to the customer fully assembled. Based on the additional information we received from the medical center, the reported "pressure ulcer" sustained by the patients is most likely due to over-tightening of the headgear strap or the lanyard has not been used to support the weight of the breathing circuit. Our user instructions that accompany the optiflow adult nasal cannula indicate in pictorial format the accurate fitting and correct set-up of the cannula to the patient.

Event description:
A hospital in (B)(6) reported via our distributor that the opt542, opt544, & opt546 adult optiflow cannulas were causing pressure ulcers on the patient's ears.

Manufacturer narrative:
(B)(4). The complaint opt542, opt544 & opt546 adult optiflow cannulas were not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the nasal cannulas the devices will not be returning for investigation. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product. The optiflow adult nasal cannulas are used to deliver humidified oxygen to the patients. The optiflow cannulas consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The cannula is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The optiflow adult nasal cannula is shipped to the customer fully assembled. Based on the additional information we received from the medical center, the reported "pressure ulcer" sustained by the patients is most likely due to over-tightening of the headgear strap or the lanyard has not been used to support the weight of the breathing circuit. Our user instructions that accompany the optiflow adult nasal cannula indicate in pictorial format the accurate fitting and correct set-up of the cannula to the patient.

Event description:
A hospital in (B)(6) reported via our distributor that the opt542, opt544, & opt546 adult optiflow cannulas were causing pressure ulcers on the patient's ears.